Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/03/2017 with the following findings: during investigation, the black box showed no evidence of a sudden drop in voltage that would indicate over-heating. The pump powered on with the returned battery cap. The battery cap was able to fully tighten. The battery compartment was intact. There was no evidence of contamination inside the battery compartment. The current draws were within specification. There was no evidence of excessive pump temperature duplicated during investigation. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Unrelated to the original complaint, the pump case was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.